Manufacturer narrative:
Findings: unit received with cracked end cap. Unable to verify a motor position encoder error alarm to cracked end cap. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the pump is cracked and snapped off at the bottom near reservoir hit the concrete. Customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 300 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap appears normal. The customer stated that she has not pressed the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.